Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to pump housing on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, cracked keypad overlay, missing o-ring (reservoir tube), cracked corner of belt clip rail, broken reservoir tube lip, missing end cap address label, missing serial number label, corroded battery, and scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rail was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had crack in the housing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.